Event description:
During a reprocessing in-service performed by an endoscopy support specialist (ess), it was discovered that the facility staff were incorrectly reprocessing the olympus evis exera iii colonovideoscope. According to the ess, the staff was not performing the required suction steps during manual cleaning. There was no patient involvement during this event.

Manufacturer narrative:
This event was discovered while the ess was on site. Following the discovery of this incorrect reprocessing, the ess explained to the staff that the suction steps are required according to the olympus reprocessing manual. The ess went on to advise that the facility get a portable suction unit to aid in this processing. The suggestion was made for the staff to use extension tubing to access suction from the procedure room. After these recommendations, the ess reviewed how to properly reprocess the subject device as a part of the in-service. At this time, the device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. It was presumed that the suggested phenomenon was due to the facility staff being less trained in device handling and/or reprocessing in accordance with the instructions for use (IFU). The IFU (reprocessing manual) cautions the user against insufficient reprocessing as below: ¿1.4 precautions: an insufficiently cleaned, disinfected or sterilized endoscope and/or accessories may pose an infection control risk to the patients and/or operators who contact them.¿ the IFU (reprocessing manual) details the suction process at ¿aspirating detergent solution into the instrument channel and the suction channels¿. Olympus will continue to monitor field performance for this device.